Manufacturer narrative:
Final device analysis of the catheter revealed the following: the catheter was received in two segments with no catheter anchor returned. Event information indicates the catheter was found to be twisted and this is confirmed by the areas of twisting that were seen on both segments 1 and 2. The greatest amount of twisting was seen on the distal end of segment 2 but there was an area of significant twisting near the distal end of segment 1. Even though all of the returned segments were patent when tested in the lab, it is thought the twisting was so significant that the catheter was possibly occluded while implanted. Also, there is an area about 5 cm from the distal side of the sc connector that has a significant bend which may have progressed to a kink as the catheter twisted more and more. Finally, a small tear was noticed in the seal material of the sc connector, near its guide ring.

Event description:
A flipped pump was confirmed and a volume discrepancy was reported. The expected residual volume was 12.7 ml and the actual residual volume was 18.5 ml. The cause of the discrepancy was unknown, but it was noted to have occurred after a new catheter a pocket revision (please refer to manufacturing report# 3004209178-2012-07582 for information pertaining to the revision). On (B)(6) 2013, a pump manipulation was performed by the manager and a side port study was attempted. The catheter could not be aspirated so no dye study was performed. A rotor study was performed on (B)(6) 2013 and indicated that the rotor was turning. The patient was reported to have experienced pain and increased spasticity. The medications used within the system were baclofen, dilaudid, and prialt. The patient was noted to be "covered with oral therapies," and they were not receiving effective therapy as of the date of this report. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information reported that the catheter had twisted. The catheter was explanted. The patient was receiving effective therapy and was doing fine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n293828, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported conclusion no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.